Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) battery was at normal end of life, telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported the patient encountered an elective replacement indicator (eri) message on both right and left sides when turning the patient's devices back on after an unrelated surgical procedure. The consumer reported that when the patient's devices were implanted, they "were pretty sure it was the [manufacturer representative] or someone in the healthcare professionals office who told them the patient's ins's would never need to be changed." No patient symptoms were reported. No further patient complications have been reported as a result of this event. Refer to manufacturer report #3004209178-2017-05615 for details pertaining to the reportable related event